Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux system was unable to issue items. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system was unable to issue items. A technical support specialist (tss) checked the setup zones and found that the drawer containing the item was unchecked. After checking the button, the customer was able to pull up the item without any issues. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.